Event description:
At the beginning of an angioplasty, the dr tried to tighten the hemostasis valve to hold the guide wire in place but feels the valve does not hold the wire tight enough.

Manufacturer narrative:
Exact lot # is not known by customer. However, customer provided two lot #s for items in current inventory. Eval: conclusions: other, a f/u report will be submitted when the complaint investigation has been completed.